Event description:
A malfunction alarm was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions to call back if the issue recurs, allowing the customer to continue using the pump.